Event description:
It was reported that the spring wire guide and sheath were inserted in the patient uneventfully. The intra-aortic balloon was prepped in the package and only withdrawn at the time of the insertion. The iab could not be passed through the "short sheath" and as a result, it was removed. There were no reported patient complications.